Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported slow login times to the stations. This issue only affected the stations and not the web page. A technical support specialist (tss)completed an assessment of medstation eh-2n and made some adjustments to improve the station's performance. The tss worked with hospital information technology to determine if a different domain controller was available and configured the user domain controller to point to a different controller. The tss advised the customer and attached the knowledge articles relevant to the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es running slow and freezing. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.